Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and provided the customer with instructions on switching the pump into storage mode. The customer planned to use multiple daily injections as a backup therapy and confirmed their shipping address for the replacement pump.